Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Device was not returned.

Event description:
It was reported that abutment screw (mhlas) came loose within the abutment. Abutment hex got damaged from the movement in mouth. Tooth location 9.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation along with the abutment and crown. Visual evaluation of the as returned products identified damage on the abutment and crown possibly from the removal process to access the screw. No other damage was identified. Functional testing can not be performed on "loosening" because the event can not be recreated on a single use item. There is also no sign of damage that would contribute to loosening no pre-existing conditions were noted on the complaint. The reported device was located on tooth # 9 and the length of the device usage is unknown. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the screw (mhlas) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction could not be verified and both reported events are non-verifiable.